Manufacturer narrative:
On (B)(6) 2021, the returned autopulse platform (B)(4) was serviced for preventive maintenance (pm). The autopulse platform passed initial functional testing without any fault or error. However, during further functional testing, the stiff manual rotation of the driveshaft was noted. The clutch area was cleaned, however, the issue persisted requiring the replacement of the defective encoder gearbox likely due to the normal wear and tear. The returned autopulse platform was manufactured in may 2014 and it is more than 7 years old, well beyond the expected service life of 5 years. In addition, during further functional testing, the autopulse platform displayed fault code 16 (timeout moving to take-up position) error message due to a defective drive train motor likely due to normal wear and tear. The drive train motor was replaced to remedy the fault. During visual inspection, the top cover, the front enclosure was observed with cracks and the belt clip retention disc was damaged. This type of physical damage on the platform was likely attributed to mishandling such as a drop. The top cover, front enclosure, and the belt clip retention disc were replaced to remedy the physical damages on the platform. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. A load cell characterization test was performed and confirmed both cell modules are functioning within the specification. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with a serial number (B)(4).

Event description:
During preventive maintenance on (B)(6) 2021, the stiff manual rotation of the driveshaft was noted on the autopulse platform (B)(4). In addition during further testing, the platform failed the functional test due to the fault code 16 (timeout moving to take-up position). No patient involvement.